Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user dropped the ilet in the toilet on accident. Even before the incident the user noticed the battery never lasted long. They tried to charge while taking a shower with the ilet at 17% and will see what it charges to by tomorrow morning. Upon follow up, a replacement was not indicated at this time as it was determined the ilet is working fine. There was no report of any patient harm or adverse event associated with this report.